Event description:
Reported as "infection, redness and swelling at port site."

Manufacturer narrative:
Taper ii: the product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Infection, redness and swelling are surgical/physiological complications, and analysis of device generally does not assist inamed in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated.